Event description:
The user facility reported that the tourniquet showed a tear in the tubing during inspection of the product. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the tourniquet showed a tear in the tubing during inspection of the product.. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.